Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: diaphoresis (sweating). Meter and test strips were not returned for evaluation- customer declined replacement. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter, stating that the true metrix air meter would not power on. At the time of the call, the customer reported that she was sweating; medical attention was not needed at the time. Customer stated that the battery had been changed on (B)(6) 2021; customer is using the correct battery for the meter. The battery orientation had not been correct- the battery had been turned incorrectly in the meter. During the call, the meter powered on using the power button and when a test strip was inserted. A blood test was performed by the customer non-fasting and produced test result of 169 mg/dl using true metrix air meter; customer was satisfied with the result obtained.